Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Martin, a.j., hall, w.a.,roark, c., starr, p.a., larson, p.s., truwit, c.l. Minimally invasive precision brain access using prospective stereotaxy and a trajectory guide. Journal of magnetic resonance imaging. 2008. 27:737-743. Doi 10.1002/jmri.21318. Summary: to evaluate the capabilities of mr-guided "prospective stereotaxy" methods for accessing brain structures for biopsy or ele ctrode implantation. Reported events: 1 patient undergoing deep brain stimulation (dbs) implant experienced a small asymptomatic hemorrhage that was detected by MRI captured during insertion of the cannula. It was noted that the hemorrhage did not grow substantially after initial detection and the patient experienced no postoperative sequelae related to the event. 2 patients developed a postoperative wound infection that necessitated removal of the leads. It was noted that these two cases we re both performed in the early stages of the study and led to substantial changes in the authors' sterile practice. The authors concluded that these infections appeared to be related to the fact that surgical exposure and burr holes were initially performed outside of the magnet room due to the absence of an mr-compatible drill. This required subsequent transport into the mr suite and reestablishment of the sterile drape in the magnet bore. The procurement of an mr-compatible surgical drill permitted the entire procedure to be performed within the mrsuite and no infections have occurred in the past 18 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.